Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed that the pump door was able to latch, however, the device alarmed door not fully latched. It was determined that this alarm was due to the upper and lower link screws being out of specification. The link and latch pins have been replaced.

Event description:
It was reported that a spectrum pump door would not latch closed. During baxter's functional testing, the device alarmed door not fully latched. There was no patient injury.